Manufacturer narrative:
Emdr to be voided due to the revised parts not being exactech devices.

Event description:
Periprosthetic fracture two weeks after surgery.

Manufacturer narrative:
Pending evaluation.

Event description:
Periprosthetic fracture two weeks after surgery.